Event description:
Customer reported an intermittent loss of communication from the panorama central station's ambulatory telepack, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and corrected the issue by replacing the unit's main board. The unit was calibrated to factory specifications.